Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that while reviewing stored episodes for the cardiac resynchronization therapy defibrillator (crt-d) a signal artifact monitoring (sam) episode was noted. Technical services (ts) discussed that the noise is not oversensed and suggested further troubleshooting options to ensure integrity of the right atrial (ra) lead and system. There was also question regarding right ventricular (rv) pacing into the left ventricle. Upon review of the episode, ts discussed that the device was working correctly due to left ventricular pace protection and timing cycle. Further review of episodes noted that the same scenario has occurred before ventricular tachycardia (vt) or ventricular fibrillation (vf) episodes in the past and suggested the physician investigate the patient's arrythmia history and lead locations. The crt-d remains in service and no adverse effects have been reported. The ra lead manufacturer along model and serial number are unknown at this time. Attempts to obtain this information are being made by the field representative. Despite multiple attempts, no additional information is available. If additional information becomes available the report will be updated at that time.